Manufacturer narrative:
H3 other text: hospital retained device.

Event description:
It was reported that approximately 7 months post-operatively the locking mechanism of an ozark plate failed and two ozark self-starting, variable screws migrated. The patient was revised. This report captures the second of two screws.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
It was reported that approximately 7 months post-operatively the locking mechanism of an ozark plate failed and two ozark self-starting, variable screws migrated. The patient was revised. This report captures the second of two screws.